Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had under delivery. The customer¿s blood glucose level was 130 mg/dl at the time of incident and other was 200 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose with insulin pump. Based on customer report customer did allege pump was under delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump passed self test. The insulin pump and reservoir both will not be returned for analysis.